Event description:
It was reported that there were coupling and/or communication issues with the patient's implantable neurostimulator (ins). The patient had no issues recharging her device until two days prior to the report date. Coupling could not be obtained despite the ins continuing to stay in the recharge cycle without "kicking her out." The manufacturer representative's attempt was unsuccessful as well. The ins could be communicated with the patient programmer (pp) and the physician's programmer (8840) as well without any issues. The antenna-locator (al) feature indicated a value of 70. The patient did not have any previous falls or injuries. The ins did not feel flipped. The device tried to recharge even if no coupling bars were apparent; the manufacturer representative could still hear the ins' "clicks." Additional information received reported that the patient's ins was indeed flipped; this was confirmed through a fluoroscopic procedure. The ins was flipped back with no issues and 8 bars of coupling were achieved. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 37754, serial#: (B)(4). Product type: recharger: product ID: 37744, serial#: (B)(4). Product type: programmer, patient. (B)(4).